Event description:
Information received with return of the explanted device notes that the patient was seen after complaining of symptoms. The device could not be interrogated with an apsiii programmer. With an apsii programmer, the device exhibited loss of capture, dashes (---) for many parameters and high current drain.